Manufacturer narrative:
(B)(4). The report of a leaking cath-gard was confirmed through analysis of the returned sample. The customer returned one cath-gard and a 5fr swan-ganz catheter for analysis. Visual analysis of the returned cath-gard revealed that the tuohy-borst adapter separated adjacent to the threads. The separated portion was stuck inside the distal hub of the cath-gard. Further dimensional analysis also revealed that the inner sleeve within the tuohy-borst adapter did not measure within the specification limits. Fucntional inspection could not be performed due to the damage on the returned sample. A device history record review was performed on a potential lot number, and no relevant findings were identified. Based on the customer report, the sample received, and the comments from r & d and manufacturing, the likely root cause is manufacturing related. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that: "reports of red/pink tinged clear fluid collecting in the sterile sheath around the transvenous pacemaker wire. Sheath guard had a crack in it. Removed old pacemaker wire and insert new wire and sheath due to broken piece. Patients condition is fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "reports of red/pink tinged clear fluid collecting in the sterile sheath around the transvenous pacemaker wire. Sheath guard had a crack in it. Removed old pacemaker wire and insert new wire and sheath due to broken piece. Patients condition is fine."